Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had had no image only a black color was shown. The light guide lens had debris inside the lens and the charged coupled device unit had corrosion. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.